Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display or moisture damage on electronic assembly/motor noted. The pump had a scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm, keypad anomaly, and frozen screen. The blood glucose at the time of the incident was 190 mg/dl. The customer states the buttons were unresponsive. She was able to deliver, but the numbers were not moving, and then delivered the entire bolus. Finally the pump alarmed button error and there was intermittent button response. Troubleshooting was not able to resolve the issue. The customer states the pump may have been exposed to moisture from perspiration. The device will be returned for analysis.